Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris/marks were observed on an intraocular lens (iol) and they could not be removed. Additional information revealed that there was no patient contact. No further information was received.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection using a 10x microscope magnification showed that several particles/fibers were present in the optic body compatibles with handling the lens out of the sterile environment. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that this is the only investigation request issued for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.